Manufacturer narrative:
Correction: the correct catalog number of the device is 90430; not 92127 as previously reported. This report is filed 31 mar 2014.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, january 27, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.